Event description:
The provider alleges there was a fire in the unit and the transformer was allegedly damaged.

Manufacturer narrative:
Unknown/damaged transformer connectors.

Event description:
The provider alleges there was a fire in the unit and the transformer was allegedly damaged.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.